Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6) hospital informed cook that while opening a c-utpty-1400-wayne-112497-imh (wayne pneumothorax tray) from lot 13465262 it was observed that the provided thumb scalpel appeared dirty or rusty. The customer did not recall anything else being opened inside the kit. Another c-utpty-1400-wayne-112497-imh was opened and used to complete the intended procedure. The customer reported no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Cook reviewed the device master record. There are appropriate controls in place to detect this failure. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Based on the device master record and the device history record, there is no indication the device was manufactured out of specification. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "how supplied upon removal from package, inspect the product to ensure no damage has occurred." The customer provided a photo of the scalpel with potential foreign matter, which was possibly caused by a leak in the lidocaine vial. However, there were no photos of the tray received, and the tray was not sent back to cook for evaluation. It was concluded that the most likely cause of this event is traced to transport/storage. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: asst director of materials management. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the scalpel within a wayne pneumothorax tray was found "dirty/rusty" prior to use. The customer did not recall any of the other device components being open. Another like device was used to complete the intended procedure.